Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a black fibrous material was noticed adhered to the zcb00v tecnis monofocal intraocular lens (iol) when the lens case was opened. Reportedly, the foreign matter was removed with a sponge and the lens was implanted into the patient's eye. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 12/04/2018. Device returned to manufacturer: yes. Device evaluation: a surgical sponge with a violet stain was received inside a pouch in an empty petri dish. The sponge was observed under the microscope, but no fibrous material nor black foreign matter was found. The customer's reported complaint could not be verified and a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.